Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the drawer had caused a black screen. A field service engineer (fse) had found that the controller board had failed in drawer 3.2. Therefore, the fse replaced the drawer controller board, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was causing black screen. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.